Event description:
A (B)(6) male pt contacted lifecor customer support to report that one of his battery packs was not working correctly. He stated that it was showing the red flashing light when placed on the battery charger. The battery pack would not start up the monitor. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance, which looked to be water. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.